Event description:
Based on additional information received on (B)(6) 2015, this case initially considered as non- serious was upgraded to serious as the events of "right knee pseudosepticreaction", "swelling is down" and "joint effusion/aspirated 70 cc fluid/right knee effusion" were considered serious with seriousness criteria: required intervention for all. This solicited device case from united states was received on (B)(6)2015 from a physician's assistant via patient support program. This case is cross referred with cases: 2015sa055428, 2015sa055483 and 2015sa055429 (B)(6). Study title: (B)(6). This case concerns a (B)(6) female patient who experienced right knee pseudoseptic reaction and had joint effusion/aspirated 70 cc fluid/right knee effusion and decreased motion from 0 to 70 degrees and swelling was down after receiving treatment with synvisc one. The patient's right lateral knee was injected with depo-medrol, lidocaine and marcaine on (B)(6) 2015 (drug maladministration). The pt had medical history of lateral meniscal tear. The patient had past treatment with synvisc one {into the right knee on (B)(6) 2012 and into both the knees on (B)(6) 2014). It was reported that patient received last series prior to the event was on (B)(6) 2014. The patient had allergy to sulfa drugs. The patient's history was non- contributory. The patient had no mechanical instability pattern. The concomitant medications included vimovo (naproxen), hydrocodone bitartrate/paracetamol (vicodin) for pain, methylprednisolone {medrol) dose pack (cortisone by mouth) . On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (48 mg; prefilled gel syring) {lot/batch number: 4rsf002 and expiration date: may-2017) with methylprednisolone acetate {depo-medrol), lidocaine and marcaine injected into the right lateral knee {drug maladministration) for osteoarthritis of right knee. On an unknown date in (B)(6) 2015, after an unknown latency, the patient experienced right knee pseudoseptic reaction to synvisc one injection. On 13-(B)(6) 2015, 04 days after initiating treatment with synvisc one, the patient presented for follow up with right knee pseudosepsis. The patient was anesthetized with 10 cc injection of lidocaine, marcaine and methylprednisolone acetate and 70 cc of serosanguineous fluid was aspirated (joint effusion) , it was reported that the patient was injected 5 cc cortisone and was given methylprednisolone {medrol) dose pack. Upon physical examination on the same day, the patient's fluid wave and ballottement was positive and patient had decreased motion from 0 to 70 degrees and significant pain in the area of retropatellar recess. On (B)(6)2015, upon physical examination the patient's motion was 0 to 125. It was reported that there. Was no residual effusion, no residual medial or lateral joint line pain, no mechanical instability pattern. It was reported that the patient had no complaints of medial joint line or pes bursa pain {which was her resounding complaint before viscoelastic administration). On (B)(6) 2015, upon physical examination there was significant prominence of the infrapatellar fat pad consistent with hoffa's disease. The patient had tri compartmental osteoarthropathy and medical compartment was most noted. It was reported that the patient had significantly antaigic gait, ambulating with one crutch under the contralateral arm. It was reported that the patient had improved but still had pain (subtherapeutic response) {mostly medial compartment and pes bursa). On an unknown date in (B)(6) 2015, the patient's motion had improved and swelling was down. Corrective treatment: right knee pseudoseptic reaction:knee aspiration and methylprednisolone dose pack; joint effusion/ aspirated 70 cc fluid: cortisone injection and methylprednisolone dose pack. Decreased motion from 0 to 70 degrees: not reported; swelling is down: methylprednisolone acetate (depo-medrol) injection outcome: recovered for right knee pseudoseptic reaction and joint effusion/ aspirated 70 cc fluid; recovering for decreased motion from 0 to 70 degrees and swelling is down. Seriousness criteria: required intervention for "right knee pseudoseptic reaction", "joint effusion/ aspirated 70 cc fluid/right knee effusion" and swelling is down

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsf002, with expiration date (05/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # 4rsf002, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Reporter's causality: associated for right knee pseudoseptic reaction and not reported for rest of the events company causality: associated for all the events follow up was received on (B)(6) 2015. No new information was received. Additional information was received on (B)(6) 2015. Global ptc number with results was added and the text was amended accordingly. Additional information was received on (B)(6) 2015 from the healthcare professional. The case was upgraded to serious as the events of "right knee pseudoseptic reaction" and "joint effusion/ aspirated 70 cc fluid/right knee effusion" were considered serious with seriousness criteria: required intervention for both. The additional event of "decreased motion from 0 to 70 degrees", "right lateral knee is injected with depo-medrol, lidocaine and marcaine on (B)(6) 2015" and "swelling is down" were added with details. The event term was updated from "joint effusion" to "joint effusion/ aspirated 70 cc fluid" and from "pseudoseptic reaction" to "right knee pseudoseptic reaction". The event onset date of right knee pseudoseptic reaction was added. The patient 1 s concomitant medications and allergy history (sulfa drug allergy) was added. The patient 1 s medical history of lateral meniscal tear was added. The suspect prqduct dose, frequency and indication was added. The symptom of "she has improved but still has pain/pain in the area of retropatellar recess/still has pain in medial compartment and pes bursa " was added. The action taken for the suspect product was updated from unknown to no action taken. The corrective treatment (cortisone) for the event of right knee pseudoseptic reaction and (methylprednisolone dose pack) for the event of joint effusion/ aspirated 70 cc fluid was added. The outcome of the event of "joint effusion/ aspirated 70 cc fluid" was updated from unknown to recovered. The reporter causality for the event of "right knee pseudoseptic reaction" was updated from not reported to associated. Clinical course updated and text was amended accordingly.